Event description:
Caller reported a cgm error with code 42. There was no adverse impact to the customer's blood glucose level. Customer contacted support, and technical support guided them through a pump reset, after which the cgm error code did not reappear. Customer successfully began their sensor session.